Event description:
During a follow-up, the device was at elective replacement indicator (eri). Technical support was contacted and premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The device voltage was below end-of-service level when received. After cutting open the device, high current drain was noted and it was isolated to the rf circuitry. The current returned to normal operating range during further testing when power was re-applied to the circuit. The high current condition could not be reproduced. The cause of high current was not able to be identified.